Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2021 for major infection. It was reported that the patient was found to have vegetation on their mitral valve through an echocardiogram on (B)(6) 2021. The patient has a history of anemia and was reported to have a low hemoglobin prior to heartmate 3 implant on (B)(6) 2021 along with bleeding and other renal dysfunction. On (B)(6) 2021, patient developed a major infection. On (B)(6) 2021 it was reported that the patient's creatinine was elevated, their urine output was decreasing despite use of diuretics, and that they have a history of acute kidney injury with chronic kidney disease. A central line was placed and the treatment plan was to start continuous renal replacement therapy (ultra-filtration). On (B)(6) 2021 the patient developed delirium and ileus with hypoactive bowel sounds, flatulence, and presented with constipation. The patient's abdomen was not distended but developed delirium and was pulling at lines trying to get out of bed by self. On (B)(6) 2021 the patient developed respiratory failure and was intubated as a result of worsened respiratory failure with hypercarbia (co2 retention). Patient was unable to wean from the ventilator and underwent a tracheostomy. On (B)(6) 2021 the patient developed a cardiac arrhythmia with rapid ventricular rate and hypotension, and heart rate up to the 140's. This converted to atrial fibrillation with hypotension again on (B)(6) 2021. Another cardioversion was performed and amiodarone infusion started.

Event description:
On (B)(6) 2021 the patient had a percutaneous endoscopic gastrostomy (peg) placed with no post procedure complications. Nursing assessed profound hypotension, map in the 50's. Peg site saturated 3 dressings with blood. Patient began coughing up copious amounts of blood from his mouth and leaking blood around trach site. Ent and gi consulted. On (B)(6) 2021 the patient complained of pain and itching on butt and developed a sacral deep tissue injury. On (B)(6) 2021 there was drainage from the driveline. (B)(6) 2021 a vacuum assisted closure (vac) was placed for the wound. The patient was given antibiotics. On (B)(6) 2021, subject had multiple tarry stools, there was blood seen in the peg tube, and had bloody emesis twice. The patient was given blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
The site of the initial bleeding was determined to be from the chest wall, and a high output from chest tubes and from wire sites. A re-exploration of the chest was done where the wire sites were oversewn and the sternum was re-wired. On (B)(6) 2021, patient developed a mssa infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), lists bleeding, infection, renal dysfunction, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.